Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported while activated in the abdomen, the active blade of the lcsk5 broke in half. The piece was found and retrieved from the pt. There was no consequence to the pt.